Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim programmer (ID 823190r) in which the patient was not able to be reprogrammed as the fuses in the programmer blew. The event led to surgical delay however, it is unknown if how long was the delay. No patient injury reported.

Manufacturer narrative:
The hakim valve (ID 823190r) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due personnel unaware of the proper use of the device/ inappropriate technique used. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.